Event description:
It was reported that the patient presented to the clinic. Upon interrogation, a banner stated date reset and all of the dates in the log file said (B)(6) 2000. The patient denied any alarms. Log files were submitted for review and captured system controller clock corrupt events. The log file showed the clock was reset on (B)(6) 2025 at 12:10:51. It was recommended to perform a controller self-test to verify the controller's audible alarm function.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed data consistent with a pump stop; however, a specific cause for the pump stop event could not be conclusively determined through this evaluation. Review of the log files revealed controller clock corrupt alarms due to the controller¿s clock being reset to the default timestamp of (B)(6) 2000. The pump¿s clock was also reset, suggesting that there was a complete loss of power to the system which would have caused the pump to stop. The onset of the event was not captured in the submitted log files, and therefore a specific cause could not be conclusively determined. The controller clock was properly set on (B)(6) 2025, and the file began to capture events on this date through the duration of the file. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed throughout all files. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.